Event description:
During a cardiac catheterization, air is getting into the fluid administration tubing. As contrast was being injected, the tech thought he saw an air bubble on fluoroscopy. The pt tolerated the air well and is fine following the procedure with no long-term harm or injury occurring as a result.